Event description:
It was reported that the patient was hospitalized due to increase in seizures. The patient was visited by a representative and the device was interrogated. The following settings were provided. Diagnostics were found to be within normal limit. The patient is to follow up with their provider. No other relevant information has been received to date.